Event description:
It was reported that the lift column on the 8800 sys failed during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps2 power supply was replaced during the svc call. The sys was tested and found to be working intended and put back into svc.